Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler fired incorrectly. Several rows fired incompletely or not at all. The gold cartridge was replaced with a new one and the case continued. The doctor has to over sew the incomplete staple line at the end of the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. Was buttressing material utilized? If so, which product? Yes, peristrips. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No unusual noises. Were any of the forces higher or lower than expected (closing or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a (powered echelon was used.) Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? No, and no.